Manufacturer narrative:
(B)(4). Conclusion: previous code is not applicable, this lens model is contraindicated for patients under 60 years of age. (B)(4).

Manufacturer narrative:
This product is marketed in the u.s. (B)(4). Work order search: no similar complaints were reported for units within the same lot. (B)(4).

Event description:
The reporter indicated that the surgeon was attempting to implant a cq2015a intraocular lens in the patient's left eye (os) but the haptic broke while being inserted due to the lens being loaded incorrectly. Pars plana vitrectomy was performed on the patient. During the surgery, part of the iris ripped when lens had to be removed from eye.